Manufacturer narrative:
Philips collected the log files, epx database used by the customer, a picture of the sustained injury, pictures of the dose report (including performed exposure runs and fluoro time) and other relevant data. The philips fse (field service engineer) proceeded to perform a level 1 iq (image quality )check which passed, and saved the survey all file which contains the time stamped results of all the system performance tests. He than performed calibration of the detector and afterwards performed another level 1 iq check which also passed. All of the evidence provided by the fse and customer has been analyzed by the complaint investigator , a product designer , a system designer and a clinical marketing specialist . The patient received a total dose of 0,32 gy (0,22 gy from the frontal channel and 0,1 gy from the lateral channel) which is within the expected range looking at the protocol chosen and fluoro time / exposure runs done by the customer. Due to the location where the injury developed on the patient, only the frontal dose of 0,22gy could potentially have entered the patient in the area were the skin injury is present. The region of interest for the performed procedure does not coincide with the area where the injury developed. A dose of 0,22 gy would under normal circumstances not cause a radiation burn after a procedure. The skin injury that is seen on the image supplied by the customer does not look like a typical radiation burn, since it has none of the characteristics of a radiation burn. The customer also reported that the injury developed 2 days after the examination and this does not coincide with the normal development of a radiation related injury, which typically takes longer than 2 days to develop. We concluded that there are no unique or specific features of our system that could have caused the reported injury. A pressure sore or irritation from a chemical present on the table was considered as a possible cause, but we were unable to determine a cause for the reported skin injury with the information provided by the customer . The system was within specification when the fse performed the level 1 iq check on 2016oct05, which indicates no system malfunction could have caused the reported issue. When investigating the performed procedure, we found that the customer did not use a pediatric protocol. Not using a pediatric protocol however does not explain the reported injury, since the reported dose values under normal circumstances don't cause a radiation burn after the procedure. If the customer would have selected a pediatric protocol the total dose received by the patient would have been lower. The customer also did not get optimal image quality because of the protocol that was used for this pediatric patient. Our advice would be to use the pediatric protocols when performing cardiac procedures on pediatric size and aged patients to improve the overall image quality and reduce the total dose received by the patient. The final conclusion is that the injury sustained during the procedure is not a result and not related to the dose the patient received from our system. Since this is the second occurrence of a skin injury on this system within a period of four months ((B)(4)), we advice to perform an independent medical investigation in case another similar event occur on this system. Philips investigated the complaint and came to the following conclusion is that the injury sustained during the procedure is not a result and not related to the dose the patient received from our system. The type of reported complaint was changed from "serious injury" to "non-adverse event" because investigation from philips concluded that the patient had a minor skin injury treated with topical medication which qualifies as a non adverse event.

Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint from the customer which stated that they noticed a skin burn on the back of the patient two days after the procedure.